Event description:
Surgeon reported having difficulty with flap lifting like energy not creating a complete flap. Patient was re-scheduled for (B)(6) 2015.

Manufacturer narrative:
The concomitant product, patient interface lot# cp01985, manufacturing record was reviewed and the documentation shows that the it was manufactured according to specifications and no deviation or assignable cause was identified when it was manufactured. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI: (B)(4). The patient interface-concomitant product was evaluated the returned unit met dimensional, functional and visual criteria. There is no indication that the described event is related to manufacturing process of the returned unit. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.